Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's gas insufflation machine did not alarm when carbon dioxide was low and insufflation was lost. The event occurred during a laparoscopic procedure. There was no patient harm reported.

Manufacturer narrative:
Updated: b5, d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.